Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical study site that the patient's international normalized ratio (inr) was noted to be subtherapeutic on admission for unclear reasons. Therefore, the patient was kept on a heparin drip and coumadin was reinitiated at 5 mg daily dosefrom the home dose of 2-1/2 mg daily. Subsequently it took multiple days for the patients inr to increase to 2.0 on the day of discharge. Patients heparin drip was stopped, and the patient was discharged in stable condition and the issue was stated to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's international normalized ratio (inr) was noted to be subtherapeutic on admission for unclear reasons. Therefore, the patient was kept on a heparin drip and coumadin was reinitiated at 5 mg daily dose from the home dose of 2-1/2 mg daily. Subsequently it took multiple days for the patients inr to increase to 2.0 on the day of discharge. Patient's heparin drip was stopped, and the patient was discharged in stable condition and the issue was stated to have been resolved. The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Supplemental MDR did not include the MFR date, please note that the date should have been 02mar2018. If information is provided in the future, a supplemental report will be issued.